Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's nurse is calling on behalf of the customer the customer is concerned with tests results from results obtained of 146 and 199 mg/dl. The customer's expected fasting blood glucose test result range is 96 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 201 and 192mg/dl using true metrix meter. The nurse was informed that the back to back results were within the 20% +/- range of accuracy. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 199mg/dl 07/16/2016 08:47:00 am fasting: yes; 146mg/dl 07/16/2016 07:27:00 am fasting: yes. Memory concerns: customer's nurse is concerned with all of the blood glucose test results. The nurse that have cared the customer have resolve to use the customer's previous true result meter instead as they felt that it is giving more accurate results.